Manufacturer narrative:
There are three serial number subject of the reported event: (B)(6). Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that three of their advantage plus pass-thrus were not working properly. As a result, procedures were cancelled. No report of injury.

Manufacturer narrative:
Upon further investigation, it was learned that the low flow alarm alerted personnel that the advantage plus pass-thrus were not working properly because the micron filters were clogged and needed replaced. User facility biomed replaced the filters, ran test cycles, confirmed the units to be operating to specification, and returned them to service. The advantage plus pass-thru instructions for use states, "appropriate pre-filtration and regular disinfection are required to maintain the performance of this filter. The routine maintenance schedule recommends replacing the 0.2 micron water filter every six months or sooner, depending on the pre-filtration system and the quality of the incoming water. If the filter clogs to the point of noneffectiveness, the reprocessor will alarm and will not continue until the filter is replaced." A steris account manager counseled user facility personnel on the proper maintenance of the advantage pluss pass-thru, specifically, to regularly replace the micron filter as recommended per the instructions for use. No additional issues have been reported.